Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one balloon device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The insufflation bulb was received. The insufflations syringe was received. The obturator was received. The locking collar was intact. The trocar balloon and dissector balloon appeared intact. Functionally, the trocar balloon and the dissector balloon were inflated and did not demonstrate any leaks.. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the balloon was placed in the cavity and the surgeon attempted to put air in the balloon with a syringe. The balloon would not inflate. A new device was used to complete the procedure. There was no injury to the patient reported.